Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial implant during a follow-up CT scan the patient was found to have an indeterminate endoleak as well as aneurysm sac growth (.5cm). The physician elected to reline and post-angiogram confirmed the leak was successfully resolved. Reportedly, patient did well through the procedure. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak, a type ib endoleak of the left common iliac artery and type ii endoleaks (non device related).

Manufacturer narrative:
Clinical assessment was completed based on the received event computerized tomography scan. The reported sac growth was unconfirmed due to a lack of comparative imaging. The type iiib endoleak was confirmed. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak, a type ib endoleak of the left common iliac artery and type ii endoleaks (non- device related) occurred that were not included in the event as reported. Device, user, procedure or anatomy relatedness of these events could not be determined. The final patient status was reported to be good following a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b3: date of event - updated b5: describe event or problem ¿ updated d4: UDI # - updated g1,2: contact office- name has been updated h6 device code - remove 3190 h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial implant during a follow-up, a possible type 3b endoleak with aneurysm sac growth (0.5cm) was identified. The physician elected to reline the original implanted devices with another afx2 bifurcated stent graft and two (2) ovation ix stent graft extenders. The leak was successfully resolved. Reportedly, patient did well through the procedure. As of date, there have been no additional patient sequelae reported.